Event description:
Patient representative reported left side "rupture, capsular contracture, baker grade unknown, and silicone in the blood." Patient representative also reported "fatigue, difficulty sleeping and concentrating, headaches, muscle aches, upper leg pain, stitches in the left breast... Referred to as breast implant illness or autoimmune/inflammatory syndrome, induced by adjuvants (asia syndrome).", "capsule adhered to rib cage", "increased platinum value was found in the body as a result of the leakage of the silicone implants." These events are not device related. This relates to the left. Device has been explanted and replaced.

Event description:
Patient representative reported a left side rupture, "fatigue, difficulty sleeping and concentrating, headaches, muscle aches, upper leg pain, stitches in the left breast... Referred to as breast implant illness or autoimmune/inflammatory syndrome, induced by adjuvants (asia syndrome)..", "capsule adhered to rib cage", "increased platinum value was found in the body as a result of the leakage of the silicone implants", "capsular contracture", "silicone in the blood". This relates to the left. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, capsular contracture baker grade unknown.